Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-31359. It was reported that the patient experienced lead migration. The patient lost therapy due to the leads being coiled near the ipg. A field representative attempted to troubleshoot the system but was unable to achieve effective therapy. As a result, the patient underwent surgical intervention in which the leads were explanted and replaced with a penta lead.